Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 16-may-2022. H6: investigation summary one sample was returned to our quality team for investigation. The product was evaluated and a leakage between the vial and protector was observed. While the protector was properly fitted to the vial, it was noted that the needle on the protector penetrated the vial off center and the protector needle was detached. Photo's of the product also indicate an adapter device was used inside the protector, preventing proper connection onto the vial. A device history review was performed for the suspected lot 2106127, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the reported lot were used for additional evaluation. All protectors were assembled using the m12 assembly fixture. In all cases, liquid could successfully move to the vial and back to the syringe without issue and no leakage between the protector and vial was observed. Product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device, including leakage testing. Testing results were reviewed for lot 2106127 and no issues were identified, product was verified to meet required specifications. Based on our investigation and sample evaluation, the adapter observed on the protector prevented the proper connection of the protector onto the vial, likely leading to the leak reported.

Event description:
It was reported bd phaseal protector had leakage issues. The following information was provided by the initial reporter: "...leakage between the protector and the vial"

Event description:
It was reported bd phaseal protector had leakage issues. The following information was provided by the initial reporter: "...leakage between the protector and the vial".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.